Manufacturer narrative:
It was reported that the prong on the controller power port was bent. The controller was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release.  Failure analysis was not performed since the unit was not returned.  Applicable risk documentation and experience with events of similar circumstances were considered. A possible root cause of the reported bent pins can be attributed to a forced or improper connection. The controller, however, was not returned for evaluation. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the clinical database that when the power source was changed from the dc adapter to the battery, the battery would not fit into the controller power port. The patient's spouse changed the controller. They stated that the prong on the controller power port was bent and when the prong was bent back into place the battery fit. It was advised that the broken controller not be used and another one was sent. No patient complications have been reported as a result of this event.